Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The sample has been requested but to date the incident sample has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that after the second activation, the knife was outside the jaw track. There was no pt injury.